Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 32 to 35 mg/dl at the time of the incident. The customer was given food and glucagon to treat. The customer experienced symptoms such as being unresponsive and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was driving. Customer stated that the night prior to the low, they had a high of over 600 mg/dl as they could not get their cannula to work. They switched sites twice and had to use manual injections to treat. They also called about a low battery issue. The insulin pump will not be returned for analysis.